Manufacturer narrative:
The patient's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. This affects the battery contacts on the board and also the conductive rubber contacts, which leads to display issues.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient stated that his coaguchek xs meter serial number (B)(4) was not powering on. He changed the batteries and then stated that the top half of the meter display was missing segments. The patient performed a display check and could see only 3 "0"s in the result section of the display. The segments comprising the top half of the "888" were cut off. This issue could impact the interpretation of results. There was no sign of moisture or debris in the battery compartment. The patient's product was requested for investigation and replacement product was sent to the patient. No adverse events were alleged to have occurred with the patient.